Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that the patient is experiencing recurring incontinence with his artificial urinary sphincter (aus). The recurring incontinence started in (B)(6) of 2019. The patient will have injections in his sphincter scheduled on a later date. No surgery has taken place.